Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's keys pressed against the pump causing the touch screen to become shattered and hard to read due to the damage. Customer's blood glucose was 109 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.